Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bowel surgery, the hand piece was locked and the surgeon was unable to release the tissue from the device. The physician was clamped onto the momentum just next to the bowel. She opened another device and cut the tissue to remove the broken instrument. The surgical procedure was completed and the patient was transferred to the post surgical unit for post op care where she remains at the time of this report. Per physician note, the patient tolerated the procedure well.